Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The insulin pump passed displacement test sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the formatted history file due to connector resistance issue j6 pcba1 and the power management graph was abnormal. No unexpected pump error noted of detail traces file or formatted history file noted. After disconnecting and reconnecting the j6 connector at pcba1, the pump was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was received with cracked retainer, scratched case, fading serial number label and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump received power error detected alarm. The customer¿s blood glucose level was unknown. The customer performed self test and it passed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.